Manufacturer narrative:
Block h6: device code a0406 is being used to capture the reportable event of suture tangled. Block h11 device evaluation the device was received on june 23, 2026. Product investigation is ongoing.

Event description:
It was reported to boston scientific corporation that an x-tack was used during a procedure on (B)(6) 2026. During the procedure, the device was coiled and stuck. The procedure was completed with an alternate device. There was no patient complications reported as a result of this event.